Event description:
It was reported by the customer that the act and esc button on the insulin pump are not responding. Customer' blood glucose level at the time 71mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.